Event description:
The treating doctor reports that the patient had tooth extracted (ur6). The reported symptoms do not appear to be life threatening to the patient, either individually or in combination of symptoms. It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Align's clinical review of available records indicate ur6 exhibited a large restoration, and the distal root presented with a radiolucent area that was not fully visible. According to the treatment plan, ur6 underwent 2.1 mm of pure intrusion. At baseline, the patient exhibited an anterior open bite, with only ur6, ur7, and ul7 in occlusion. This limited occlusal contact may have contributed to the development of occlusal trauma. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.